Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). Results: a pipe cleaner was inserted into the pump max vacuum port, and blood was observed to be inside the pump. Conclusions: evaluation of the returned device confirmed that blood was inside the pump max. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the scrub technologist inadvertently connected the indigo system aspiration tubing (tubing) directly to the pump max; consequently, when aspiration was turned on, blood was aspirated into the pump max. The hospital staff immediately realized it and reconnected the tubing onto the canister. Thereafter, the procedure was successfully completed using the same pump max. It was reported that there is about 3 cc of blood in the pump max. There was no report of an adverse effect to the patient.